Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) channel. The noise was consistent with the minute ventilation signal and was oversensed causing inappropriate atrial tachy response episodes. Further review found the ra impedances had also spiked from 300 ohms to greater than 2500 ohms. The minute ventilation feature was programmed off at this time and the system remain in service. The patient is not dependent and there have been no adverse patient effects reported.